Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 146 mg/dl. The customer stated had a broken cot pump. Customer stated they are unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.